Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed button error and no delivery alarms and the rewind is louder. The customer also complained about diminished battery life, losing the settings during battery change, and having 2 cracks at the battery tube threads. The customer¿s blood glucose level was unknown at the time of incident. The customer declined to be transferred to helpline. The insulin pump will not be returned for analysis.